Manufacturer narrative:
(B)(4). Advancer. Additional information was requested. The analysis results found that the device was returned with the tip of the advancer broken. The device was cycled and a double feed incident was noted; the remaining four clips were malformed due the found condition of the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device only had two clips in the device when fired. They used another device and completed the procedure. The device was not used on the patient.